Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2013. The device passed an auto self-test and was power cycled twice before the pad-pak was removed. A pad-pak was reinstalled on the (B)(6) 2013. The device passed an auto self-test and was again power cycled twice before the pad-pak was removed. No further log entries were recorded for approximately 5 months. A pad-pak was successfully reinstalled on the (B)(6) 2014. The device passed an auto self-test and was power cycled, passing a self-test. The device passed all subsequent weekly auto self-tests up to and including the (B)(6) 2016. Multiple manual power ups of mainly 10 minute duration were observed in the history log later on the (B)(6) 2016. The device then passed the subsequent weekly auto self-tests up to and including the (B)(6) 2016. On the (B)(6) 2016, the device failed the weekly auto self-test due to a low battery. The user would have been alerted with a ¿warning low battery, device service required¿ prompt, alongside a flashing red status led. There were no further log entries. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. A test pad-pak was inserted into the device and passed an auto self-test, then passed a self-test during a manual power cycle. A ¿warning, memory full¿ audio prompt was issued at shutdown alongside a flashing green status led. The device was disassembled to investigate. Further investigation found the reported fault was due to membrane failure. In this case the random nature of the events stored in the memory, the 10 minute timeouts and the measurements taken during the investigation would indicate a failing membrane. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Commercial return. No reported fault. Fsca devices. No patient involved.